Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that hospital personnel discovered leakage after 4 hours of use with the listed device. Air was used to fill the cuff and it had been checked prior to use. No adverse health outcome resulted from this event.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection did not reveal any obvious defects. Cuff was inflated with 20 cc of air using a syringe to check the inflation behaviour. The cuff inflated normally and held the air injected without any obvious sign of deflation or leakage. The deflation of the cuff was also found to be normal. System leak test was performed by inflating the cuff with 20 cc of air and submerging the entire device under water. No leaks were detected. Investigation was unable to duplicate the reported event. No faults found with the returned sample